Event description:
A surgeon reported that during implantation, the shunt did not release when deployed, and a trabeculectomy was performed instead. In a follow up, the surgeon reported that because the device did not deploy from the inserter as expected, it was manually removed during the surgery. Per surgeon, the event resolved the treatment and the pt's intraocular pressure is at an acceptable range.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. All products pass 100% final inspection at optonol. The product was opened, the eds wire was squeezed, and the shunt separated from the eds. A visual inspection confirmed that the eds wire was partially retracted, and its tip bent. The shunt was visually inspected: the back plate was found to be severely deformed. The complainant statement "the shunt would not release" could not be confirmed. The root cause could not be conclusively determined. The investigation findings show that the product went through some kind of handling/manipulation. It is not possible to determine the cause of the observed findings. Additional information was requested on (B)(6) 2012 and (B)(6) 2012 by fax, mail and phone. A completed questionnaire from the surgeon was received on (B)(6) 2012. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).